Event description:
It was reported that during patient infusion of epinephrine using a spectrum iq infusion pump, the medication did not adequately infuse due to over-alarming for upstream occlusions. It was stated that a patient was in septic shock and required an epinephrine infusion to maintain blood pressure to stay alive. This event led to a family discussing the removal of life support but when the pump was switched, the patient's blood pressure immediately responded and began to improve. No additional information is available.

Manufacturer narrative:
E1 initial reporter address: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.